Event description:
Additional information was received from a manufacturer representative (rep) reporting that the relationship between the lead placement issue to the recharging difficulties remains unknown, they just stated that when the battery was being removed, it appeared that the lead was posterior to the battery. It was indicated that when the battery was replaced the leads were placed behind or anterior to the battery. The cause of the lead placement issue was not determined. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4) implanted: (B)(6) 2019. Product type lead product ID 977a260, serial# (B)(4) implanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. A supplemental report will be sent when analysis results are available. The following codes no longer apply to the implantable neurostimulator but are still applicable for the leads. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reiterating report that the patient was unable to recharge and at best would get 2 out of 8 connectivity bars, but indicated that they usually couldn't find the battery at all. They had extreme difficulties charging the ins and the patient reported that it was harder. Again, it was reported that the issue occurred since the leads were replaced and the battery site was changed on (B)(6) 2019. It was reported that upon replacement the leads appeared to be in front of the battery (closer to the outside of the patient¿s body). The ins was explanted and replaced on (B)(6) 2019. It was reported that the patient recovered with out sequela. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had been having difficulties charging their ins since a procedure to place new leads at which they moved the ins ((B)(6) 2019). They stated that charging had really become more difficult since labor day ((B)(6) 2019). The rep stated that they had tried using the antenna locate (al) feature to find the best location for recharging. The caller also tried charging the patient¿s ins using two different recharger. The caller stated that they were only able to get a max of two coupling bars. It was indicated that the ins was superficial and that they could feel the outline of the ins. It was reviewed to consider determining if the ins had flipped. It was indicated that they may image the patient to try to determine if the ins was flipped. Additional information was later received by the rep on 2019-09-23, reporting that the patient was only getting 0 coupling bars and 2 if they were lucky on a good day. It was reiterated that they tried using two different rechargers with the same resolved. It was indicated that there was no pocket issue reported. They stated that the patient was thin and it was easy to palpate the ins over the skin. An x-ray was also performed to determine whether or not the ins had flipped and it was confirmed the ins had not flipped. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins found it to be functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification regarding the initial call was received indicating that the event (poor coupling) began following the lead revision in (B)(6)2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the poor coupling issues was not determined. No further actions were planned to resolve the poor coupling issue except for replacement. The poor coupling issue had not been resolved. It was indicated that the ins was placed superficially for recharge reasons and was also superficial as the patient was extremely thin. No interventions will be taken to address the superficial ins. The rep indicated that the superficial ins was really not an issue just the coupling issue was. The rep asked for the patient¿s weight but it was not disclosed to them. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.